Event description:
This lead was imnplanted (B)(6) 2006 and was explanted (B)(6) 2013 due to loss of capture and impedance issues. The physician was dr.(B)(6) at (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).